Manufacturer narrative:
The specific product details, including catalog number and lot code were not provided. The device was described as cables. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that patient underwent an additional surgery to replace wires and cables holding his femur together and to add bone graft material which had previously been installed.